Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2010 with a blood glucose over 600 mg/dl at the time. Customer was vomiting and his meter kept saying he was high. Customer stated that he was trying to make it with no income or insurance. Customer had diabetic ketoacidosis. Customer also had a bent cannula and was on an IV drip. Customer was wearing the pump at the time of the hospitalization.